Manufacturer narrative:
D2b additional pro code: fae the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not positioned to reach the coronal grove of the penis. The patient experienced the tip of the penis drooping and collapsing when the device was fully inflated. The ipp rear tip extenders were replaced, and the physician suspected that the original implant was measured too short when implanted. There were no patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code. D2b additional pro code: fae.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not positioned to reach the coronal grove of the penis. The patient experienced the tip of the penis drooping and collapsing when the device was fully inflated. The ipp rear tip extenders were replaced, and the physician suspected that the original implant was measured too short when implanted. There were no patient complications reported.